Event description:
Today we found one of our carefusion 20mm closed vial access device (mv0520 smartsite vialshield) with small pieces of gray or black particulate matter sealed between the flexible diaphragm and the hard white plastic reservoir. The particle might be able to enter the vial as it is being reconstituted. The lot number is 6238, and the expiration date of the product is 11/28/2019.